Event description:
It was reported by the plaintiff's attorney on or about (B)(6) 2010, the plaintiff "was implanted with surgical mesh package in the monarch sling system" to treat cystocele and stress urinary incontinence. The plaintiff's attorney alleges that the plaintiff "suffered serious bodily injuries, including, but not limited to, vaginal pain, painful intercourse, infection, urinary problems, and other injuries". The plaintiff's attorney also alleges that the plaintiff "has experienced significant mental and physical pain and suffering, has required additional medical treatment," and "has sustained permanent injury".

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.